Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had over delivery. It was reported that customer experienced low blood glucose and treated with food. It was reported that the insulin pump was over delivering insulin. Troubleshooting was performed and caller reported that the reservoir was showing the same amount of insulin that was shown on status screen. The insulin pump will be returned for analysis.